Manufacturer narrative:
Unit was received with unresponsive esc, act, up and down buttons due to keypad connector unlocked on the lcd board. The keypad traces was inspected and no anomalies noted. After locking the keypad connector. Unit was received with high idle current due to corroded electronic assemblies. Unit passed self-test. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, displacement accuracy test or verify motor error due to unresponsive buttons. However, unit received with corroded motor home switch. Unit alarmed unexpected restart after battery change due to corroded electronic assemblies. Unit was received with corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 390 mg/dl. Customer's blood glucose reading was 306 mg/dl prior to call. Customer was hospitalized because of high blood glucose, abdominal pain, and big heart rate. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization and was discharged from the hospital on (B)(6) 2018. Customer also reported that the insulin pump had a motor error alarm and the buttons were unresponsive. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also received an unexpected restart alarm after battery change. Customer confirmed that the time was advancing. Customer stated that the blood glucose reading was in the 300 mg/dl to 400 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.